Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient reported that the safety bolt was removed out of his femoral neck. The bolt stand proud of the bone approx. 2-3mm directly under the tractus. The head of the bolt is extremely sharp. The patient assumed that this occured the permanent pain in his leg as the muscle scratched over the sharp parts of the bolt.